Event description:
As reported by the user facility ((B)(6)): details of incident: syringe driver stopped mid-infusion with alarm code 1159. A second pump was found, infusion recommenced and it stopped again 2 minutes later with same alarm code. A separate incident occurred on another pt in the same unit, on the same shift with same alarm code. Details of injury: pt involved in the 1st incident required immediate fluid resuscitation as the pump was delivering inotropic therapy. Nil reported harm to the pt in the 2nd incident. Ref MFR # 9610825-2013-00152.